Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tube and mask. The patient alleges having a hard time breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the manufacturer indicates there is sufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). The device has not been returned to the manufacturer for evaluation. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tube and mask. The patient alleges having a hard time breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tube and mask. The patient alleges having a hard time breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the third attempt to have the device and components for evaluation, the customer responded that the device will be available for evaluation, but it is not yet returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In this report, in box h method code, results code and conclusion code has been updated/corrected.